Event description:
During the index procedure, two endeavor rx drug eluting stents were implanted in the rca; the second stent was reported to be implanted in bailout treatment for a dissection. Approximately 50 months post the index procedure the patient expired due to heart failure. The investigator has indicated the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).